Event description:
On (B)(6) 2010, patient reported his infusion device display was missing segments. Patient stated a line or 'crack' appears throughout the center of the display (inside the infusion device). Patient reported the segments on left side of this line are missing. Patient gave an example of a basal rate of 2.5 units; the '2' is missing completely. Advised patient on correct battery type. Advised patient to install a standard aa alkaline battery. Patient reported the same display issue was present. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.